Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device had "cord damage." It is unk if the device was being used during surgery. It is unk if injuries or medical intervention occurred. There was no add'l info provided.